Event description:
It has been reported that the double trigger handpiece did not stop. No patient harm or surgery delay has been reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of the report. The investigation is then not completed. A medwatch follow up report will be submitted when the investigation is completed.